Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One used and one unused/companion sample was received for evaluation. Visual inspection of the used sample showed that the male luer was missing. Closer visual inspection of the tubing end under a microscope showed that, there was no visible solvent residue or plow ridge on the used sample tubing end. Due to the nature of the defect no functional testing was performed. Visual inspection and functional test was performed on the unused/companion sample with no obvious defects noted. The reported condition was verified in the used sample. The cause of the problem was undetermined at the time of the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a significant hypotensive episode and approximately twenty-five milliliters of blood loss while using a baxter healthcare clearlink intravenous disposal set. This occurred during usage of the disposable set. The cause of the event was reported to be due to a separation of the intravenous set at the y-site of the disposable set leading to the intravenous medication infusing onto the patient's bed. The patient was treated with epinephrine (route, dosage, frequency, and duration not reported) for the event. The patient's blood pressure returned to baseline and the patient's condition was stabilized. No additional information is available.